Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication to suggest a lot specific product quality issue. The reported patient effect of vessel perforation is listed in the armada 18 instruction for use as a potential complication that may occur as a result of percutaneous transluminal angioplasty. The investigation determined that the reported balloon rupture and vessel preformation resulting in delay in procedure was likely due to case related circumstances. It is likely that the balloon interacted with the lesion calcification causing damage to the outer surface of the balloon material which subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat the left mid superficial femoral artery with moderate calcification. A 6x150mm armada 18 balloon was advanced to the target lesion without issues. At the start of the first inflation at 9 atmospheres, a leak was observed via fluoroscopy. The balloon was inflated a tiny bit more, but the balloon continued leaking and blood was observed in the catheter. The balloon had ruptured and caused the artery to perforate. This resulted in a clinically significant delay in the procedure. The armada balloon was removed. The perforation and target lesion were treated with another armada balloon. No additional information was provided.